Manufacturer narrative:
Corrected data: f10, h6. Reference CAPA-20-00141.

Manufacturer narrative:
The investigation is underway.

Event description:
As reported by an edwards lifesciences affiliate in the united kingdom, a 23 mm sapien 3 ultra valve was implanted in the aortic position via transfemoral approach using an ultra delivery system and an axela sheath. Withdrawal difficulty of the sheath was encountered post implant. Upon removal, sheath damage was observed with a large lump at the distal part of the sheath which tore the artery. Surgical repair of a dissection/laceration of the arteriotomy site was needed. Post surgical repair the patient was doing well.

Manufacturer narrative:
The product was not returned for evaluation. No imagery was provided. A device history records (DHR) review did not reveal any manufacturing related issues that would have contributed to the complaint. A review of the lot history revealed no additional similar complaints. A review of complaint history from september 2018 to august 2019 revealed other similar returned complaints for the axela sheath and no confirmed manufacturing non-conformances were identified. Available information suggested that the similar events were related to patient and procedural factors. The instructions for use (IFU), device preparation and the training manual confirmed no deficiencies were identified. During the manufacturing process, the device was visually inspected and tested several times. All inspections are conducted on 100% of units, except in the case of product verification (pv) testing, where the tested units are chosen on a sampling basis. All tested sample units for this lot passed pv testing. These inspections and tests during the manufacturing process support that it is unlikely that a non-conformance contributed to the reported complaint. A review of edwards lifesciences risk management documentation was performed for this case.  The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time. The complaint for sheath shaft withdrawal difficulty and sheath distal tip damaged were unable to be confirmed. The device was not returned for evaluation and no imagery was provided for review. A review of manufacturing mitigations did not provide any indication that a manufacturing non-conformance would have been attributed to the complaint. Additionally, a review of the IFU and training manual revealed no deficiencies.  A product risk assessment (pra) was previously initiated to assess risks associated with damage to the distal flap of the sheath. In the pra, distal flap interaction with access vessel calcification and suture-based closure devices was identified as root causes for damage to the sheath and subsequent sheath withdrawal difficulty. A CAPA was previously initiated to investigate issues of axela sheath tip damage that may result in patient injury. The patient was said to have had moderate levels of access vessel calcification. The calcification could have interacted with the sheath in a way that could have prevented the sheath distal flap from returning to its original diameter after contraction. This makes the distal flap more susceptible to getting caught as its moves  through the access vessel, resulting in the damage and withdrawal difficulties that were encountered by the device user. It was noted that suture based closure devices were used and tightened prior to sheath removal. If the closure device is tightened while the sheath still inserted, this can cause the sutures to restrict the pathway of the sheath during retrieval, causing damage to the distal flap. As such, damaged distal flap catching on the sutures might have caused the noted withdrawal difficulty, resulting in the femoral artery injury.  While a definitive root cause is unable to be determined, available information suggests that patient factors (calcification) and/or procedural factors (use of suture-based closure device) contributed to the reported events. Since no product non-conformances or IFU/training inadequacies were identified, no corrective or preventive action is required at this time. A pra was previously initiated to assess patient risk for sheath distal tip damage. A CAPA was previously initiated to investigate the issues of axela sheath tip damage that may result in patient injury.